Manufacturer narrative:
G5: 510(k)#: k102985. B4: (B)(6) 2021. A field service engineer (se) was unable to replicate the reported problem however a review of the event log revealed the alarm led failure had occurred. The se replaced the power switch overlay to resolve the reported issue. The device passed performance verification testing.

Event description:
It was reported to philips that the device had an alarm led failure. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.